Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n262328, implanted: (B)(6) 2010, product type: accessory. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported an overdischarge. The implantable neurostimulator (ins) status was noted to be implanted, but out of service. The patient stopped charging three months prior to this report (approximately (B)(6) 2015). The antenna locator was attempted. Normal charging was attempted but the rep and patient could not get the charger to connect with the ins. Trickle charging was tried but the patient did not want to remain in the office. The patient's battery was in the stomach and did not lay flat. It almost seemed as though the ins could have flipped. Getting an x-ray as discussed, but the patient wanted to go home and trickle. It was noted that the patient may opt for a replacement instead of trying to trickle. The device was not replaced, but it was noted that it will be in the future. Noncompliance with charging led to the event. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive with no injury. The patient's relevant medical his tory included failed back surgery syndrome. No surgical intervention had occurred and it was unknown if surgical intervention had been planned at the time of the report. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.